Manufacturer narrative:
A review of the complaint history, device history, and qc were completed, and visual inspection of the returned device was conducted during the investigation. Two devices were returned for investigation. Device 1 - the product was returned with the unidex (udh) handle and the basket formation in the open position. A functional test was performed and the udh handle actuated the basket formation to the open and closed positions appropriately. Device 2 - a visual examination noted the basket sheath was kinked 69.2 cm from the distal tip. A functional test was performed and the handle actuated the basket open and closed leaving approximately 1mm protruding from tip of basket sheath. There is no evidence to suggest the product was not made to specifications. Review of device history record shows 10 nonconformances for difficulty advancing through sheath, which were not related to the complaint condition. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Event is currently under investigation. A follow up report will be provided upon conclusion.

Event description:
It was reported that the customer had two baskets from the same lot number that only opened on one side. They were used during different holmium laser with lithotripsy procedures on the same day. Only one of the devices is available to be returned. There were no adverse effects to either patient reported. There was no further information provided for either patient.